Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause: mlc-105- high humidity environment and dirty pcb causing assay/glucose channel to short out. (B)(4). Note: manufacturer contacted customer (several attempts) in a follow-up call in order to ensure the customer's condition since the initial call - unable to establish contact with the customer at this time. Unable to send product notification letter as no address on file for customer.

Event description:
Consumer reported complaint for e-3 error: used test strip, test strip outside of vial too long, sample on top of test strip. The e-3 error occurred as soon as the test was inserted into the meter. The customer is testing correctly. The customer stated she had not left the strip out of the vial too long and did not leave the strip vial open. The customer's expected blood glucose test result range was undisclosed. At the time of the call, the customer reported symptoms of dry mouth and increased thirst. The customer declined the need for medical attention at the time of the call. During the call on (B)(6) 2017, the customer attempted to retest using a new test strip and obtained a result of e-3 using truetrack meter. The product storage was undisclosed. The test strip lot manufacturer's expiration date is 03/15/2019 and open vial date was undisclosed. The meter memory was not reviewed for previous test result history.